Event description:
As a result of the product notification effort under recall z-232-7, ventritex learned that this person had died. No details regarding cause of death were attainable from the physicians. Ventritex subsequently requested and received a death certificate. The certificate lists ventricular fibrillation as the immediate cause of death with ischemic cardiomyopathy as a condition leading to the ventricular fibrillation. The certificate also lists coronary artery disease as a significant condition contributing to the death. Co is not certain that the device contributed to this death. This person had died as in the emergency room, and yet there has been no report from the user facility that the device had failed to convert to arrhythmia. Co is, however, reporting the death because co has neither the device nor any associated data or electrograms which would enable it to conclude that the device did not contribute to the death.